Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stabilizer was noted to be kinked at a few centimeters from the proximal end. The delivery catheter was kinked at a few centimeters from the distal end. There were no anomalies noted to the deployed stent. The stabilizer distal taper tip had been fractured and dislodged from its position on the stabilizer. The stabilizer was noted to be kinked when removed from the catheter at a few centimeters from the proximal end. During functional inspection, a demonstration guidewire was unable to be advanced through the stabilizer due to the kinks noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during the device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during delivery big resistance was encountered because of the tortuous vessel and the operator tried again but the stent was still not able to be advanced. Additional information states that the resistance was encountered at tip of stent. It could not be advanced along the guidewire to the lesion. Resistance encountered during movement of the stent system over the guidewire. The device was returned and the stabilizer was noted to be kinked, the delivery catheter was also kinked and there was a fracture/detachment of the distal taper tip of the stabilizer. A demonstration guidewire was unable to be advanced. It is probable that the device sustained damage during advancement over the guidewire, through the patients anatomy. An assignable cause of procedural factors will be assigned to the as reported event 'stent stabilizer/guidewire friction' and to the as analysed events 'stent stabilizer kinked/bent', 'stent delivery catheter kinked/bent', 'stent stabilizer broken/fractured during use' and 'stent stabilizer/guidewire friction', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device revealed that the stent stabilizer fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.